Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional, device availability - additional, if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer ¿ additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. No share data was available for review. A bin file analysis was performed and confirmed the reported allegation of loss of connection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.